Event description:
It was reported that approximately 3 months post-implant of a bifurcated device, a infrarenal aortic extension, and two limb extensions, the patient presented to ER with abdominal pain and vomiting. A CT scan identified an endoleak near the bifurcation. The physician elected to reline the bifurcated device by placing another bifurcated device and a suprarenal aortic extension, which successfully addressed the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed base on clinical assessment. Procedural CT images were provided for clinical assessment and were reviewed by an internal clinical specialist with the following impression: there might have been product use that was incongruent with the IFU due to severe iliac angulations and the inability to tolerate contrasted exams due to a known allergy to contrast. An unreported complication post procedure of renal injury (acute, and then stage three renal disease) was substantiated. The inability to undergo contrasted studies might have contributed to this complaint due to limited surveillance capacity, specifically, the contained rupture. An endoleak and a secondary procedure were substantiated, as was evidence of a contained rupture. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.